Event description:
The customer was hospitalized for high blood glucose levels. Customer's md told the representative that the pump will not prime or rewind. Customer later called for assistance with basal rates.